Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and the following was observed: a transparent liquid was noted inside the flush port and the sheath liner was unexpanded with tip unopened. Ftir analysis was performed on the isolated substance, confirming a silicone-based material composition. Functional testing was performed and an engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from the housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through visual examination and materials assessment. Imagery was provided by the site, and revealed the following: a liquid substance was present inside the flush tube, similar to the substance observed during product evaluation. The complaint for system components anomaly was confirmed through returned product evaluation and review of the provided imagery. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. A review of IFU/training materials revealed no deficiencies. As reported, "before using this 9610es16 esheath, a fluid was observed inside the flushing tube." Evaluation of the returned device showed liquid substance inside the end of the stopcock. While the provided images show the liquid substance located in the flush tube, ftir analysis performed on the isolated substance revealed a silicone-base composition, consistent with silicone component that is a part of esheath bom. During esheath manufacturing, this silicone material is incorporated into two different locations: (1) hemostatic valve stack (inside of housing) and (2) three-way stopcock. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report received by new zealand, before using the esheath, a fluid was observed inside the flushing tube. The device was discarded and a new esheath was used in replacement. The case was successfully completed with the replacement.

Manufacturer narrative:
Investigation is ongoing.